Event description:
Dealer states their "client claims the drive wheels are misaligned. The left motor can be tilted down with the rubber adjuster so I am not so concerned that the back of the left motor is a little higher than the right, but the camber seems to be inward on the bottom left ½¿ and inward on the left 3/8¿.